Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account stated (B)(6) results were generated on 3 patient samples processed on the architect i2000sr. One patient was false negative architect (B)(6) and two patients were (B)(6) . The (B)(6) results were reported outside of the laboratory. The testing was not performed for blood screening. Through troubleshooting, it was discovered the buffer solution was reconstituted incorrectly and placed on the analyzer for testing. The operator validated test results after placing the incorrectly reconstituted solution on the architect i2000sr analyzer prior to running quality controls. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the wash buffer with another incorrectly prepared solution which caused false low results and which were tested before controls were run. When the customer replaced the wash buffer solution with a correctly prepared one controls went back in range and patient results were as expected. The complaint trending report review determined that there was no non statistical or adverse trend for the complaint issue for the product. The architect systems operation manual, section 5, operating instructions details how to prepare wash buffer. Section 10, troubleshooting and diagnostics documents that a probable cause for depressed/elevated concentrations is trigger solution is used instead of concentrated wash buffer and corrective actions are provided. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A use error caused the issue as the customer acknowledged that he twice prepared the wash buffer incorrectly which caused the observed issues. Repeat testing of the samples using correctly prepared wash buffer generated as expected results. The architect i2000sr analyzer is performing acceptably.